Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that drawer was not detected on bus. A field service engineer replaced the faulty control board drawer 3-2 to resolve this issue. Preventative maintenance has performed. The system functioned as intended after field service engineer troubleshoot the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es auxiliary drawer 3 was not detected on bus. The customer stated that there was a delay in dispensing workflow. There were no adverse events or injuries reported based on this event.